Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A theatre manager reported that, during intraocular lens (iol) implant procedure, the lens was explanted due to scratches on the lens. The issue must have occurred when the lens was folding and being implanted. Scratch marks were noticed the when the lens unfolded in the eye. Additional information was requested.

Manufacturer narrative:
The device was returned loose in a plastic bag. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is fully advanced outside the tip of the nozzle. The nozzle tip has a heavy stress. Iol is returned outside of the device in a specimen container with an unknown solution. Iol is returned in two(2) segments. Solution is dried on the returned segments. The returned segments are scratched/fractured - rejectable. We are unable to determine the root cause for the reported complaint "lens scratched". Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the cartridge lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage. The manufacturer internal reference number is: (B)(4).